Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 69 mg/dl; however, the cause was due to being active at the ocean all day. Customer addressed bg level by eating a snack. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Customer declined further assistance from tandem technical support.